Event description:
Intra-aortic balloon pump was plugged in and in use on a pre-operative patient. Registered nurse at bedside heard balloon pump alarm sounding, and balloon pump immediately shut off completely. Registered nurse unplugged and plugged balloon pump back in, turned balloon pump back on, but balloon pump screen remained completely black. Balloon continued to pump, but no balloon pump data or waveforms were visible on the screen. Registered nurse had to emergently swap out balloon console to a back-up console in order to regain appropriate monitoring.